Event description:
It was reported that the user observed an ¿insulin set expired¿ message after an infusion set change and experienced hyperglycemia, with blood glucose peaking at 330 mg/dl and remaining elevated for several hours despite reconnecting to the ilet. Symptoms included elevated blood glucose without ketone testing, without loss of consciousness, dizziness, or diabetic ketoacidosis, and without need for external assistance or professional intervention. Outcomes included use of back-up therapy with manual insulin injections, temporary disconnection from the ilet, and subsequent glucose reduction to approximately 150¿200 mg/dl. Investigation included user education, troubleshooting on completing the supply change process by filling the cannula, and guidance to disconnect from the ilet for a period after manual insulin administration. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia of unclear cause with resolution after back-up therapy and reconnection guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.